Manufacturer narrative:
Voluntary medwatch report received: mw5167242.

Event description:
Voluntary medwatch received states the right atrial (ra) lead exhibited far r oversensing and low impedance measurements. No intervention was reported. The patient had no adverse consequences.